Manufacturer narrative:
Findings: unit passed the displacement, rewind, basic occlusion and prime test. Unit had motor error stuck in motor error alarm loop during bolus delivery and an alarm found in history file. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.